Event description:
During laparoscopic surgical procedure, babcock glasper missing disposable tip. Inspection to pt's abdomen per laparoscopic instruments and x-ray failed to locate missing tip. Physicians terminated process after failure to locate.